Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer was not wearing continuous glucose monitor at the time of event. The customer¿s current blood glucose value was unknown. The customer did not provide information about symptoms of high blood glucose and treatment. Automode feature was not active at the time of incident. The insulin pump will not be returned for analysis.